Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The root cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report from the USA of patient made mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. In 2010, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient made mistake / touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. It was not reported whether a peritoneal effluent culture was performed. The cause of the peritonitis was patient made mistake / touch contamination. Treatment information was not reported. Dianeal therapy was ongoing and the patient was recovering from the peritonitis. The outcome for the event was not reported. Concomitant medications were not reported. An opinion of causality was not reported.